Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. There is no additional information received for this complaint. There was no indication that the product caused or contributed to an adverse event. This is reportable because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 11/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/04/2016 with the following findings: a review of the black box revealed unexplained power on reset (por) events . The battery compartment was observed to be cracked below the grip pad. There was no damage found to the returned battery cap; the battery cap secured tightly to the pump. The battery cap contact measurements were within specification. During testing, the battery cap was fastened and then unscrewed ½ turn with no reboots occurring. The ¿ez-prime¿ steps were performed correctly with no power interruptions. The pump¿s cover was removed; no intermittent conditions were found to the printed circuit board or to the continued glucose monitoring module. The reported ¿intermittent power¿ complaint was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.